Event description:
Revision surgery was reported due to dislocation of the insert.

Manufacturer narrative:
(B)(4). The associated insert was returned and evaluated. The visual inspection of the returned device confirms that there is significant damage to the lock detail. This is not unusual when an implant has been removed. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. Our lab completed an analysis with these results: upon visual examination, the proximal articulating areas showed burnishing and wear due to femoral articulation. The locking mechanism of the insert was damaged on both the anterior and posterior lock details. Burnishing and deformation could be due to the insert riding on the tibial tray anterior locking mechanism after disassociation, it was observed on the distal surface. The ps post was burnished on the posterior side of the post maybe due to normal femoral cam articulation and may have occurred partly after disassociation. The deformation on the anterior side of the post may have occurred due to femoral contact during usage and after insert disassociation. Based on the examination of the insert the exact reasons for insert disassociation could not be determined. Damage of the distal surface could have occurred due to the insert riding on the tibial tray after disassociation. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.